Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01261 and 1627487-2022-01263. It was reported that patient experienced ineffective stimulation. As a result, the drg system was explanted.

Manufacturer narrative:
Weight added.